Event description:
The hcp reported, the proximal part of the catheter (pump segment) became disconnected from the patient's pump. The hcp replaced, the proximal catheter. No patient injury was stated. The hcp reported, the patient is doing "o.k." After the catheter replacement surgery. The drug contained in the patient's pump is unk.